Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "black spot" was identified in four (4) homechoice cassettes. This was observed before treatment. The patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Four (4) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Markings were found on the 4 welded cassettes which marked embedded particulate matter (epm) in the cassettes. The epm on the welded cassettes were measured and were determined to be within the product specification. As such, these epm on the welded cassettes are considered acceptable. An underwater pressure test was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.